Manufacturer narrative:
The customer's calibration and qc were ok. The field service engineer discovered a fluidic failure of the rinse tube assembly. He replaced the rinse tube assembly and performed precision testing with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ca2 calcium gen.2 and tp2 total protein gen.2 results for three patients tested on a cobas 6000 c (501) module. The initial results were reported outside the laboratory. The customer noticed "they were having a lot of critical low calcium results," and decided to repeat a patient's sample on a different analyzer. Due to the difference in results, the customer performed repeat testing with all the samples with low calcium results on a different analyzer for confirmation. At 08:05, patient 1's initial calcium result was 6.6 mg/dl. At 11:23, the patient's repeat calcium result was 8.2 mg/dl. At 10:03, patient 2's initial results were calcium 6.6 mg/dl and total protein 3.9 g/dl. At 11:15, the patient's repeat results were calcium 8.3 mg/dl and total protein 5.9 g/dl. Patient 3's initial calcium result was 6.8 mg/dl, and the patient's repeat result was 8.2 mg/dl. The time of measurement was requested but not provided. The customer determined the repeat results were correct. The calcium reagent lot number was 511562 with an expiration date of 31-jan-2022. The total protein reagent lot number was 518854 with an expiration date of 28-feb-2022.